Manufacturer narrative:
H.6. Investigation summary: bd did not receive photos or samples from the customer therefore, therefore, 30 retention samples from the bd inventory were functionally tested and the issue of splatter was not observed as all samples passed the testing exhibiting no signs of leakage or splatter. Additionally, 30 retention samples were subjected to retraction lockout testing and all samples passed testing as there was no splatter or leakage during activation of the safety mechanism. Bd is unable to confirm the customer¿s reported failure mode of splatter based on retain sample testing analysis. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Bd is unable to determine a root cause for the reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set blood splatter occurred when needle was retracted. There was no report of patient or user impact. The following information was provided by the initial reporter: customer states blood splatter when needle is retracted.

Event description:
It was reported that during use with bd vacutainer® push button blood collection set blood splatter occurred when needle was retracted. There was no report of patient or user impact. The following information was provided by the initial reporter: customer states blood splatter when needle is retracted.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jkat. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.